Event description:
There was a probable lead fracture with impedance greater than 3000. No capture at max output. Lv pacing was turned off at this time.

Manufacturer narrative:
On 10/20/2014 - this lead was revised on (B)(6) 2014 and remains actively implanted. On (B)(6) 2016 - we were informed this lv lead was capped on (B)(6) 2016 and the hft device was downgraded to a dual chamber ICD due to lv lead fracture. High impedance and no capture for over one year.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On 10/20/2014: this lead was revised on (B)(6) 2014 and remains actively implanted.